Event description:
According to the event description: the filters were found to be shredded during a procedure.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Three thousand (3,000) samples provided were returned to the manufacturing site for technical evaluation. Results of the investigation determined that there were holes and rips on the samples. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Retention samples have been reviewed, with no discrepancies noted. Based on the investigation findings, the root cause was unable to determine as the defect happened post-sterilization. As a result, the reported failure could not be confirmed to be a manufacturing related issue. Although there were holes and rips observed this was not considered manufacturing defect, as the defect happened post-sterilization. We will maintain this report for further references and continue to monitor other reports for similar occurrences.